Event description:
The customer experienced issues with qc results out of range and received questionable vitamin d and folate results for patient samples. The samples were repeated on another cobas e601 analyzer. Of the data provided, only the vitamin d results for two patient samples were discrepant. Patient 1 initial result was 26 ng/ml and repeat result was 6.03 ng/ml. Patient 2 initial result was 45 ng/ml and repeat result was 16.8 ng/ml. The initial results were reported outside the laboratory. The repeat results were believed to be correct and the patient reports were corrected. The customer did not have access to information to determine if any patient was adversely affected. There was no adverse event alleged. The vitamin d reagent lot number was 17759501 with an expiration date of 04/30/2015. The field service representative found gel in sipper probe 1 and cleaned it. He performed a liquid flow cleaning and measuring cell preparation. He ran all controls on the measuring cell and all checked good. Follow up with the customer confirmed the analyzer was running without issue.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).